Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Implant date is unknown. (B)(6). A device history record review was requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an explant surgery was performed for gonarthrosis on the lateral side of the proximal tibia on (B)(6) 2018. Complaint for revision surgery issue is reported in (B)(4). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Part: 413.350s; lot: l292890; manufacturing location: grenchen; release to warehouse date: february 08, 2017, expiry date: february 01, 2027, lot l292890 was manufactured from blank 413.350.999, lot 2159533; release to warehouse:december 02, 2016; supplier: (B)(4); no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil; selected flow: 7. Adverse event (no reported product problem) visual inspection: the returned locking screw is still jammed in one of the proximal plate holes of the tomofix¿ tibial head plate. The visual inspection found no product issues that could have contributed to the clinical finding (gonarthrosis). Summary: this complaint was entered to capture the revision surgery due to gonarthrosis (osteoarthritis of the knee). No product issues that could have contributed to this clinical finding were found. During removal surgery, one locking screw was found to be jammed with in the tomofix¿ tibial head plate. This occurrence was investigated within (B)(4). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.